Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and tvt-classic were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent uterosacral ligament vaginal vault suspension, bladder hammock procedure with mesh and donor dermis, mesh anterior & posterior vaginal repair with dermal augmentation due to sui, post hysterectomy-vaginal vault prolapse. It was reported that the patient had (2) bsc repliform implanted on (B)(6) 2007. These implants have not been removed as of (B)(6) 2013. It was reported that the patient had mesh removal on unknown date due to recurrent incontinence and persistent utis. No additional information was provided.